Event description:
Procedure type: lap hernia repair. According to the reporter: the surgeon had balloons burst during his case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss or additional bleeding. No patient injury was reported.

Manufacturer narrative:
(B)(4).